Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure device had migrated into the omentum") in a female patient who received essure. In 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: she operated the patient for bilateral salpingectomy in view of intense left pelvic pain. In fact, the essure device had migrated into the omentum. The physician removed it without any incident. The patient has not had any pain since. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device had migrated into her omentum. She was submitted to a bilateral salpingectomy and essure was removed. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, the exact mechanism of the reported device dislocation into the abdomen is not known. However, considering event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device dislocation ("essure device had migrated into the omentum") in a female patient who had essure inserted. In 2014 the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: she operated the patient for bilateral salpingectomy in view of intense left pelvic pain. In fact, the essure device had migrated into the omentum. The physician removed it without any incident. The patient has not had any pain since. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18 may 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1153 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter did not respond to follow-up attempt. Company causality comment. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device had migrated into her omentum. She was submitted to a bilateral salpingectomy and essure was removed. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, the exact mechanism of the reported device dislocation into the abdomen is not known. However, considering event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device dislocation ("essure device had migrated into the omentum") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: she operated the patient for bilateral salpingectomy in view of intense left pelvic pain. In fact, the essure device had migrated into the omentum. The physician removed it without any incident. The patient has not had any pain since. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc: company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device had migrated into her omentum. She was submitted to a bilateral salpingectomy and essure was removed. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, the exact mechanism of the reported device dislocation into the abdomen is not known. However, considering event's nature causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up information is being sought.